Event description:
It was reported there was an infection at the stimulator location following an implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient had two stimulators, two years apart, that had to be removed due to (B)(6) infection. See MFR. Rep. # 3004209178-2010-06565 for first infection. It was noted that the patient was infection free prior to getting the stimulator, but once he had it put in it "didn't last a week before he required emergency surgery". It was noted that the patient never got an infection from the trials. It was reported that the patient had been through a lot of pain and back surgery, and had still had "big black nasty rotten looking skin scars". It was noted that the patient's surgeon did not want to do any more implants on him.

Manufacturer narrative:
Lead model 39286-65 lot #v795714010 implanted: (B)(6) 2011 programmer model 37743 serial #(B)(4) recharger model 37752 serial #(B)(4).

Manufacturer narrative:
(B)(4).